Event description:
The device was used during an ovarian resection, the device locked. Error cdoe 5 was indicated. Another device was used to complete the case. There were no adverse consequences to the patient.